Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.

Event description:
The patient reported symptoms tooth loss in (B)(6) 2021, while at the provider's office. The affected tooth came out in the aligner after the aligner was taken out of the mouth. It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient was prescribed any medication to alleviate the reported symptom. It is unknown if the patient is continuing the use of the aligners.